Manufacturer narrative:
H6: investigation summary bd received eleven 22 gauge insyte autoguard units from lot 2284590 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Each unit was still inside of its original sealed packaging. Next, the engineer opened the packaging and removed each unit. The engineer checked for adequate tip adhesion and to make sure that it was broken correctly before activating the devices for needle retraction. Upon activation, the needles retracted safely into the safety shield without any resistance or delay. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: "needle not retracting."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: "needle not retracting.".